Event description:
It was reported that during a monarch bronchoscopy procedure the physician encountered a scope issue and did not have any additional scopes to continue the procedure. The physician elected to abort the case. There were no reported clinical consequences to the patient.